Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Med-el elektromedizinische geräte gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation. Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely impending extrusion of the implant causing severe pain at the implant site. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. This is a final report.

Event description:
It was reported that the patient began to experience tenderness and discomfort around implant site. No swelling nor redness could be observed. The patient stopped wearing the processor in december due to the discomfort and swelling and reported that hearing performance had decreased. No health changes and no trauma reported. Additional information received on (B)(6) 2015 stated that the device was explanted and the array was left in place for later reimplantation. According to the explantation report, the device was starting to extrude. As per latest information received, the pain resolved and the patient was re-implanted on (B)(6) 2015.

Event description:
It was reported that few months ago the patient began to experience tenderness and discomfort around the implant site. There was no swelling or redness observed. The patient stopped wearing her left processor in (B)(6) due to the discomfort, swelling and reported that she could not hear as well. No changed in health or any accident has been reported. The device was explanted on (B)(6) 2015 due to severe pain at the implant site. The pain has been resolved after explantation. According to the surgeon's note the device was starting to extrude. A re-implantation is planned for (B)(6) 2015.